Event description:
It was reported that the patient underwent revision of the olecranon plate on (B)(6) 2013. Patient fractured l tibia, r ankle and l olecranon a couple of weeks prior. The patient was trying to ambulate with crutches and displaced an l proximal olecranon fragment away from plate. Surgeon took patient back in to surgery and removed the original plate and screws, revising the reduction and fixation. This is report 2 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.